Manufacturer narrative:
There were no reports of exposure or injury to the operator or any impact on centrifuged samples. There was no fire and the fire department was no called. The unit was returned to the MFR for further eval and a burnt printed circuit board was identified as the cause of the burning smell.

Event description:
Customer reported a burning smell from their statspin express 2 unit.